Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 50 mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for about a week. The customer was advised to disconnect from the device. The customer stated the drive support cap appears normal. Customer stated that most recent change of set was 10/05/2015 morning. The customer stated that the device was not exposed high magnetic field or MRI. The customer was advised to speak with their healthcare provider regarding the low blood glucose. The customer was advised to monitor the pump.